Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -5.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. It was reported that the patient complained of discomfort in seeing things, severe headache, affecting normal life and work. On (B)(6) 2021 the lens was explanted per patients request and the problem resolved. In the reporters opinion patient related factor was the cause of this event. For additional information the reporter stated " the patient was (B)(6) years old with presbyopia. In order to delay the time of wearing presbyopia after operation, it is suggested to keep a certain degree after operation. The presbyopia problem was communicated to the patient many times before operation, but the patient was unwilling to keep the presbyopia degree and insisted on comprehensive correction."